Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6), 2021 while removing the implants, a complication was occurred due to soft tissue irritation. This report is for one (1) va locking screw stardriveâ® ã¿ 2.7 mm (he. This is report 4 of 7 for complaint (B)(4).

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h4, h6: sterile part: part #: 02.211.052ts, lot #: 4l05916 manufacturing site: werk selzach,, supplier: (B)(4). Release to warehouse date: 26 mar 2019, expiration date: 01 mar 2024. Non-sterile part: part #: 02.211.052, lot #: h814896, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 18 jan 2019, expiration date: n/a. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.